Manufacturer narrative:
Investigation included review of user report, shipping and return logistics, and confirmation of instructions provided for device shutdown, data sync, and startup of the replacement device. Investigation of this case revealed physical damage to the display consistent with external impact and no reported alerts or alarms post-damage due to screen inaccessibility. It was concluded that the event was caused by accidental physical damage and was not related to a device malfunction.

Event description:
It was reported that the user dropped a vase on the ilet, resulting in an unreadable screen and inability to view device information, after which a replacement was arranged and the original device was to be returned; the user utilized subcutaneous insulin via pen as backup therapy and was advised to contact their healthcare provider for dosing guidance. Symptoms included hyperglycemia with reported blood glucose values of 346 mg/dl followed by 258 mg/dl. Outcomes included temporary interruption of normal pump use and reliance on alternative insulin administration.